Event description:
The following article was received based on a literature review: article: bilateral haptic disinsertion in a 3-piece intraocular lens managed with green endolaser welding: case report a case reported a unique instance of bilateral haptic disinsertion from a 3-piece intraocular lens (iol), which was successfully resolved using argon laser welding. The patient presented for bilateral cataract extraction. Phacoemulsification was performed sequentially on both eyes, beginning with the left, followed by the right eye after a week. The left-eye surgery concluded without incident. However, the right eye exhibited intraoperative lens subluxation, which was managed with capsular hooks to stabilize the bag during phacoemulsification, anterior vitrectomy, and a flanged-intrascleral haptic fixation (ishf) of a 3-piece iol (sensar ar40e, johnson & johnson vision). The procedure performed (flanged intrascleral haptic fixation) is an off-label use of our device. On post-operative follow-up of the left eye, anterior segment exam showed no visible iol optic despite the haptic flanges securely anchored within the scleral tissue on either side of the limbus. Posterior segment exam revealed the iol optic dislodged and situated on the inferior retina. Anterior repositioning of the iol optic with subsequent reattachment of the haptics to the optic component was done, and the haptics were fused to the optic by endolaser. During the iol repair procedure, a retinal tear was identified, and subsequently managed with green endolaser photocoagulation. Other j&j devices were mentioned but no complaints were reported against them. There were no further interventions reported. A separated report will be submitted for the lens involved in the right eye. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section h3: the intraocular lens was not returned for analysis. The serial number for this product is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - clinical code: 4581: device decentered or dislocated or tilted subluxated or wrong position. Citation: assaf, a. H., mahgoub, m. M., samy, h., & fawky, n. (2024). Bilateral haptic disinsertion in a 3-piece intraocular lens managed with green endolaser welding: case report. Jcrs online case reports, 12(4), e00129. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in the initial report the copy of the scientific study was not included.